Event description:
A report was received that the pt will undergo a lead revision to explant the leads and implant a paddle lead. The reason for the revision is due to the leads showing 10 high impedance contacts. It was also reported that a lead is poking the pt at the pocket site. The pt is also experiencing pocket stimulation.